Event description:
Patient reported right side "capsular contracture baker grade unknown". Healthcare professional later reported 'the right breast implant is torn in half'. Device was explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "capsular contracture baker grade unknown". Healthcare professional later reported 'the right breast implant is torn in half'. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.